Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre dilatation balloon was used in an unknown procedure on (B)(6), 2010. According to the complaint, during the procedure the balloon burst after being inflated for about 30 seconds. No pieces of the balloon detached. There were no patient complications and the procedure was finished with another cre balloon. The patient's condition has been described as "fine."

Event description:
It was reported to boston scientific corporation that a cre dilatation balloon was used in an unknown procedure on (B)(6), 2010. According to the complaint, during the procedure the balloon burst after being inflated for about 30 seconds. No pieces of the balloon detached. There were no patient complications and the procedure was finished with another cre balloon. The patient's condition has been described as "fine."

Manufacturer narrative:
A visual examination of the returned device revealed that the balloon was torn longitudinally, confirming the event description. There was no damage noted to the catheter. The root cause of the event is operational context.